Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was scheduled for transcatheter aortic valve replacement. The referring cardiologist from another facility noticed the pocket appeared to be infected and ordered oral antibiotics. The system was later explanted and replaced. The patient was stable.